Manufacturer narrative:
This is the same event as 3010536692-2014-01686, -01687. This report will be updated when investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the surgeon found a pseudotumor and that the head-neck junction had changed to black. The neck-head junction had some black powder (like wear powder) and the patient had osteolysis.